Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had loss of capture and oversensing. No symptoms reported related to device. No intervention was performed. The patient was stable throughout.